Event description:
The customer reported that they experienced low blood glucose levels. After changing the midnight basal setting on their insulin pump, the customer noticed significant differences in their blood glucose levels. It was reported that the customer's blood glucose level was at 44 mg/dl. Customer treated blood glucose levels manually. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.